Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. All buttons respond properly, and no stuck button alarm was noted during testing. A review of the history files shows that on (B)(6) 2025 there were two (2) stuck button alarms generated. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage was noted on the keypad assembly and keypad dome switches; however, moisture damage was found on pcba 1 and the keypad flex cable/tail. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery compartment, and pillowing keypad overlay. No stuck button alarm was noted during testing; however, the stuck button alarm complaint is confirmed (found in the pump history file) due to moisture damage on pcba 1 and the keypad flex cable/tail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.